Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving an unknown drug via an implantable pump for unknown indications for use. It was reported that the healthcare provider (hcp) noticed a discrepancy in the aspirated volume vs. Expected residual volume at refills. There were no external factors that contributed to the event. The hcp was instructed to check the logs for any kind of motor stalls. The expected volume was 4.8ml and they aspirated out 8ml of drug. The drug was currently unknown. As long as the patient was getting adequate relief, the hcp did not plan on doing a dye study if the pump logs showed no motor stalls. The issue was resolved at the time of the report. Additional information received from the company representative indicated that at this point the cause of the volume discrepancy has not been determined, however the healthcare provider plans to keep note at the patient's next refill to check for any further discrepancies.